Manufacturer narrative:
(B)(4). Evaluation: results: (mi).

Event description:
It is reported that at 36 month follow up the patient underwent angiography which revealed a new significant lesion in the rca. The patient underwent re-ptca three days later and was treated with a bare metal stent. The outcome of the ptca was successful. Investigator assessed the event to be unrelated to the study device and study procedure.

Event description:
The previously reported mi was assessed as not related to the target vessel.

Event description:
Pt rec'd a 3.0mm diameter x 12mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent in the proximal cx and a 2.5mm diameter x 18mm length endeavor sprint rx in the proximal rca during index procedure. Stent implant was successful. However, it was reported that 1 day post index procedure, the pt suffered an mi. Investigator reported that the event was unrelated to the relevant stent and probably related to the procedure. Pt was asymptomatic on discharge. No other clinical sequelae were reported reference MFR report numbers 9612164-2011-00484 & 9612164-2011-00485.